Event description:
In 2009, pt reported, his reading was 285 mg/dl this morning and he bolused 7.5 units of insulin. He stated he tested a few hours later and his reading was 580 mg/dl. Pt reported, he then bolused 7 units of insulin and tested one hour later with a reading of 413 mg/dl. He stated, he just checked his reading and now his reading was 430 mg/dl. He stated he had a sandwich and bolused 5.5 units of insulin just before testing. Pt reported, he thinks it may be related to his infusion site change. He stated, he has noticed that every time he changes his infusion site, his readings go up. Pt reported he has not been bolusing to fill the cannula of his infusion sets; advised he should do this. He said, he may have had a little stress from a trip he just completed last month and he is still unpacking from it. Pt reported he did expect higher readings this morning because he ate 3 donuts which he knew he shouldn't. He stated he just changed the infusion site today. Pt reported the infusion device has not given any error messages. The time was off by 1 hour. Assisted him in correcting the time. He stated, he ran a bolus and insulin did come out properly. Advised to change adapter every 10th cartridge change. Advised he monitor his readings and if readings do not come down, change the site again. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested; sending adapters. On follow up call three days later, pt stated his reading are doing better now.

Manufacturer narrative:
No product will be returned for evaluation.